Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during a follow-up. Post-sensed t-wave oversensing was noted on the ventricular lead. The patient received inappropriate therapy during the oversensing. Oversensing was noted on the stored egm. Programming changes and dft will be discussed with the physician. The patient was in good condition.